Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The burr disengaged a couple times throughout the case because the locking mechanism on the anspach isn¿t working properly anymore. Pka case.

Event description:
The burr disengaged a couple times throughout the case because the locking mechanism on the anspach isn't working properly anymore. Pka case.

Event description:
The burr disengaged a couple times throughout the case because the locking mechanism on the anspach isn't working properly anymore. Pka case.

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor burr disengaged a couple times throughout the case. Method & results: -device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was not confirmed. The anspach emax 2 plus burr motor made loud bearing noise and started to smoke (72,000 rpm's). -device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. -complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor burr disengaged a couple times throughout the case failure of p/n: 110940, s/n: (B)(4). There have been no other similar events for the referenced serial number. Conclusions: the anspach emax 2 plus burr motor is an OEM device. Upon receipt, the anspach emax 2 plus burr motor was bench evaluated by james moll (engineer, r&d robotics) and the reported event was not confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.